Event description:
It was reported that the patient presented via merlin.net transmission with right atrial lead exhibiting out of range pacing lead impedance. The patient presented in-clinic for evaluation; the patient received an alert and notifier on (B)(6) 2017. The patient had fallen in (B)(6) 2017 and shortly thereafter, the atrial pacing lead impedance had increased over two months. Also noted was inappropriate mode switch episodes caused by the competitive atrial pacing. Programming changes were discussed and no intervention was performed. Patient will continued to be monitored.

Event description:
New information received noted that the right atrial lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.